Manufacturer narrative:
The customer¿s complaint of the stationery part of tubing was rotating could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not found. Age: adult. Additional patient information requested but not provided.

Event description:
It was reported that tubing was attached to an IV hub, and the portion of the luer lock which is meant to be stationary was rotating. It appeared luer lock was not sufficiently attached to the tubing. The event occurred during the week of (B)(6) 2019.